Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of elevated metal ion levels and tissue and bone destruction. Additional information was provided in an invoice which confirmed the primary surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01710 and 1825034-2013-02176 / 02177). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.